Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR review for part#03.632.072 lot#7257131, release to warehouse date: august 9, 2013, manufactured at synthes (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Reported on initial as not being received. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Discovered during routine inspection on (B)(4) 2015. It is unknown when the issue originally presented. Product investigation summary: two t25 stardrive shaft f/matrix long (part 03.632.072 / lot numbers 7257131, 7474757) were returned for becoming stripped. The drivers had rounded edges on the stardrive lobe. The complaint could be a result of wear, not using the torque limiter during final tightening of the locking caps, or not fully inserting the drivers into the screw/locking caps recess. Replication of the complaint condition is not applicable. The complaint is deemed confirmed. The drivers are used in the matrix degenerative and deformity systems for insertion of monoaxial and polyaxial pedicle screws as well as the locking caps. Parts 03.632.002 and 03.632.072 are the only drivers intended to be used for final tightening of the locking caps per the technique guides. The product drawings were reviewed during the investigation and no design issues were noted. The wear and stripped condition of the driver is likely a result of repeated use for screw and locking cap insertion or from not fully inserting the drivers into the screw¿s/locking cap¿s recess. Not final tightening the caps with a calibrated synthes 10nm torque handle could also cause the complaint condition. A caution note is included in the technique guide stating that if the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. The technique used with the drivers is unknown, however, so the exact root cause cannot be determined. The device history record reviews showed there were no issues during the manufacturing of the product that would contribute to this complaint condition. No design issues were noted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two matrix start drivers were discovered stripped during a routine set check. There was no patient or procedure involvement. This is report 1 of 2 for (B)(4).